Event description:
It was reported that the patient had a controller fault, prompting a controller exchange. Log file review found that the issue was caused by electrostatic discharge (esd) events where the controller shuts down the pump for several seconds and restarts. There did not appear to be any issue with the controller that was removed. It was noted that while most pump resets are caused by esd, there was a possibility that they could be caused by interference with other equipment. The patient continued to have momentary pump reset events on (B)(6) 2023. Further investigation revealed that the patient was using a hill rom envella bed. The bed had an even report in 2020 for causing another manufacturer's pump to stop infusing due to high levels of static electricity. The bed was believed to be the cause of the pump resets as it was the only equipment that had changed in the patient's room prior to the start of esd events. The patient was returned to a normal intensive care unit (ICU) bed and surveillance log files would be sent to monitor for further esd events. Additional log file review on (B)(6) 2023 confirmed that there had been no further esd events since (B)(6) 2023 when the envella bed was removed from the patient's room. Healthcare providers were certain the bed was the source of the esd events. Additional information was received that a possible patient injury was noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the information in this event was previously reported under MFR # 2916596-2023-01030. However, no patient was associated with that event. Additional information was received on 10apr2024 that the patient associated with MFR # 2916596-2023-01030 was the patient under this event. Review of the submitted log files confirmed multiple, transient pump stop events that appeared consistent with electrostatic discharge (esd). The events reportedly occurred while the patient was on an air-fluidized bed. The system controller event log files contained relevant, partially overlapping events spanning from (B)(6) 2022 to (B)(6) 2023, per the timestamps, per the timestamps. Multiple, transient pump stops were captured throughout the files until (B)(6) 2023 and appeared consistent with pump resets due to esd events. The pump had no difficulty ramping back up to speed shortly after each pump stop event. No other notable events or alarms were captured. The patient was initially using a hillrom envella bed, which the account stated has been known to emit higher levels of static electricity. The patient was placed on a normal intensive care unit (ICU) bed and no further esd events were noted. Abbott has initiated a corrective action / preventive action (CAPA) to further investigate heartmate 3 lvad pump reset from esd during specialty bed use. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until they expired. The death is reported under MFR# 2916596-2023-02154. The heartmate 3 lvas instructions for use (IFU) and patient handbook provide information regarding electrostatic discharge and warn the user to avoid activities that could create static electricity. These documents additionally warn that static discharge could cause the pump to stop. Additionally, these documents describe all alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ includes electrostatic discharge in the ¿safety testing and classification¿ table of this document. The heartmate 3 lvas patient handbook is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.